Event description:
Reporter noted pt developed endophthalmitis following cataract surgery on 9/10/97. Pt became slightly ill the day following surgery although infection was not suspected at the time. Symptoms became considerably worse five days following surgery. Pt was hospitalized, a gram negative rod, probably moraxella spp, was cultured from the vitreous; treated, and discharged 9/19/97. The pt appears to have achieved the expected visual acuity. A full recovery is expected.